Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance, but the product was approved for use. The DHR anomaly is not related to the alleged device failure. As received multiple bal-seal springs appear to be deformed which could interfere with consistent stimulation. Auto test could not be successfully performed. In addition, the ipg battery appeared to be passivated. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to th patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with an ipg in (B)(6) 2010. It was reported that he lost stimulation, and the ipg was replaced on (B)(6) 2011 as a result. The patient alleged observance of the low battery warning for the ipg shortly after implant. Effective stimulation has been recaptured following the ipg replacement.